Event description:
The customer was hospitalized for high bgs. Customer was throwing up. Suggested the customer to take manual injections. Troubleshooting was performed. The customer stated that the reservoir volume is working. After the customer ran a prime the reservoir volume was correct.